Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-08-17 reporting that the past issue had occurred in ¿june/july 2017.¿ later the consumer reported that they believed it had started in (B)(6) 2016. The steps taken were the same as earlier. They pushed the buttons until it powered down. Then they called the company to help restart. Patient weight at the time of the event was(B)(6) lbs. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient had this problem one time before at an unknown date. It was reported that stimulation was stuck on a high level and they were feeling electrocution if they did not stand perfectly still. No further complications were reported.